Event description:
It was reported that the stent was kinked. This 6.0mmx14mmx150cm express vascular sd stent was selected for use during a renal stenting procedure. During the procedure while opening the box, the stent was found to be kinked. The procedure was therefore completed using an alternate method. There were no patient complications as a result of this event.